Event description:
It was reported that there were erroneous results while using facscalibur basic sensor unit. These are related to ivd instrument hardware, ivd/asr reagent, and ruo ldt reagent. It is unclear whether the erroneous results were caused from an ruo reagent, or a combination of ivd or ruo reagents, or the instrument. The following information was provided by the initial reporter: 1. Are there erroneous results on patient samples for diagnostic test? Yes. 2. Was there any delay of treatment due to the issue? No. 3. If patient samples were redrawn, was there any change or delay of treatment? No. 4. Was there any physical harm/injury to the patient due to the issue? No. The client reports that she gets unexpected results in the analysis she does for paroxysmal nocturnal hemoglobinuria. The client gets more unexpected peaks in fl1 and fl2 even on controls that should be negative. The calibration of the instrument is done once a week and has passed without problems.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facscalibur basic sensor unit, part # 343020, serial # (B)(6) . Problem statement: customer reported a complaint regarding an instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 03sept2020 to 03sept2021. Complaint trend: there are (B)(4) complaints related to erroneous results; date range from 03sept2020 to 03sept2021. Manufacturing device history record (DHR) review: DHR part #343020 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results was due to a dirty counting chamber, or flowcell. Dirt and grime within the flowcell can interfere with the instrument¿s optics and data collection. The customer had initially submitted a complaint detailing that they had received unexpected peaks in fl1 and fl2 on controls that should have been negative. During the phone consultation with a tsr (technical service representative), the customer was recommended to perform a cleaning on the instrument¿s flowcell. After the cleaning, the customer confirmed that the instrument was functioning as expected with no further issues. No parts were requested for evaluation as there were no parts replaced. Although the unexpected results were from patient samples who may be affected by an incorrect analysis of their samples, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnostic decision and these results were easily identified as erroneous. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case #(B)(4). Install date: (B)(6) 2013. Defective part number: n/a. Work order notes: o subject / reported: 343020 - facscalibur - unexpected results. O problem description: the client reports that she gets unexpected results in the analysis she does for paroxysmal nocturnal hemoglobinuria. The client gets more unexpected peaks in fl1 and fl2 even on controls that should be negative. The instrument is clipped once a week and passed without problems. O work performed: cleaning of the counting chamber. O cause: dirty in the counting chamber. O solution: the tool works as per specifications. Returned sample evaluation: a return sample was not requested because there was no replaced part. Risk analysis: risk management file part # 342973ra, rev. 04/vers. D, bd facscalibur product family risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. O ID: 3.1.4 . O hazard: operational hazard ¿ fl3 separation qc failure. O cause: fl3 filter¿s optical characteristic is not optimal. O harmful effects: cannot proceed with clinical results after qc failure. O risk control: new fl3 filter to optimize optical characteristics. O implementation verification: verification protocol and report vp12256. O effectiveness verification: 500000189287. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the erroneous results was due to a dirty counting chamber, or flowcell. Conclusion: based on the investigation results the root cause of the erroneous results was due to a dirty counting chamber, or flowcell. The customer had called regarding erroneous results in the form of unexpected fl1 and fl2 peaks. The tsr assisting them during a phone consultation suggested the customer perform a cleaning of the instrument. After the customer cleaned the counting chamber, or flowcell of the instrument, the customer confirmed that the instrument was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were erroneous results while using facscalibur basic sensor unit. These are related to ivd instrument hardware, ivd/asr reagent, and ruo ldt reagent. It is unclear whether the erroneous results were caused from an ruo reagent, or a combination of ivd or ruo reagents, or the instrument. The following information was provided by the initial reporter: are there erroneous results on patient samples for diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No. The client reports that she gets unexpected results in the analysis she does for paroxysmal nocturnal hemoglobinuria. The client gets more unexpected peaks in fl1 and fl2 even on controls that should be negative. The calibration of the instrument is done once a week and has passed without problems.